Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that the patient with this implantable pacemaker device. Claims that the device has never worked since implant. In addition, the patient also experienced atrial fibrillation (af). Boston scientific technical services (ts) discussed that device is not designed to treat af rather, to keep patient out of it. Ts referred, patient to physician for device check. The device remains in service. No adverse patient effects were reported.